Event description:
It was reported during laparoscopic-assisted vaginal hysterectomy, one device did not staple and the second device fired staples that did not hold. The procedure was completed and there was no consequence to the pt.